Event description:
The user facility reported that a water hose from a s1e processor had disconnected, resulting in flooding in the room where it was located. No injuries were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the factory crimp connection had separated at the carbon filter outlet connection. The technician replaced the hose, ran a test cycle and returned the unit to service. The technician measured the facility water pressure at 70-80 psig. The technician advised the user facility that their water pressure was out of specification. The equipment operator manual states (pp. 2-1): water requirements - pressure: "minimum - 40 psig, preferred 50-60 psig." The processor was installed on (B)(4) 2012 when the water pressure was in specification at 55 psig.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).